Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 56 year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during preparation of device, the user broke the side arm of the purge in half, the impella device was inserted without difficulty. The patient later expired while on impella cp support, however there is no allegation of device contributing to death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.